Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported the patient had an unrelated surgical procedure and the patient is unsure if the ipg was placed into surgery mode prior to the surgery. Afterwards, the ipg was unable to communicate with external devices. Surgical intervention may take place at a later date.